Event description:
It was reported that during a laparoscopic liver resection procedure, the surgeon hit staple from staple line with harmonic shear while activating. The blade broke in half. The broken piece was recovered and a new disposable shear was opened to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.